Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer stating that they are experiencing high volumes of clotting with this particular bd microtainer® map microtube. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for clotting with the incident lot was not observed as the additive specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd had followed up with the customer on troubleshooting and completed an educational review regarding the importance of mixing the map tubes after collection. Since the review, the customer has observed a reduction in the occurrence of clotting or specimens containing micro-clots. Additional education materials were sent to the customer, as bd will continue to monitor. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for clotting issues with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.